Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the radial artery. The concentric target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The rca was pre-dilated with an unspecified balloon resulting in 15% stenosis. The 3.00x28mm omega stent delivery system (sds) was advanced but was unable to cross the lesion, difficulty withdrawing the device was also encountered. The sds was removed following several attempts, upon removal from the patient the stent appeared deformed. The procedure was completed with another 3.0x28mm omega stent. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).